Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the slide for drawer 4.2 was bent, making it very difficult to open and close. Additionally, the right side of the touchscreen was intermittently unresponsive. The user noted that after tapping the screen multiple times to register a selection, the system would occasionally switch to a different patient. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 and monitor failed. A field service engineer (fse) tested monitor and confirmed it was functioning properly. Identified defective rails in the drawer and replaced drawers 4.1 and 4.2 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.